Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the overlay screen was cracked and non-functional and therefore the bezel overlay assembly was replaced and calibrated with the stylus. It was further noted that the system fan was intermittently noisy and the tab on the power cord door was broken. The system fan and power cord bay were both replaced to resolve and the software was also reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer screen was cracked and not functional. The programmer was returned for service. No patient com plications have been reported as a result of this event.